Manufacturer narrative:
The device has been returned and evaluated by product analysis on jan 12, 2018 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had three cracks. It was also observed that the battery compartment and the returned battery cap had damaged threads. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching from the pump. A test battery cap was used for all testing. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.